Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Issue had occurred before contact with support but resolved when pump began charging using tandem wall adapter and charging cable.